Manufacturer narrative:
The device was returned to zoll (B)(6); the reported malfunction was observed and attributed to a loose screw internal to the device causing a short circuit. It is unknown how the fastener became loose, but the exterior of the device did have signs of physical abuse. The power interface module board was replaced to remedy the condition. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
The product has been received and a follow-up report will be provided when our investigation is completed.

Event description:
Complaint alleged that while attempting to treat a patient the device would intermittently not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.